Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV winged catheter was found split when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "oxytocin is pumped into the patient to help the uterus contract. The indwelling needle was used for puncture. When the paper package was opened, the indwelling needle hose was found to be bifurcated. The steel needle was exposed and was not used by the patient. Replace the indwelling needle with a new one immediately. The patient was not affected in any way."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd insyte¿ IV winged catheter was found split when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "oxytocin is pumped into the patient to help the uterus contract. The indwelling needle was used for puncture. When the paper package was opened, the indwelling needle hose was found to be bifurcated. The steel needle was exposed and was not used by the patient. Replace the indwelling needle with a new one immediately. The patient was not affected in any way."